Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2023 and suture was used. During a cardiac procedure the needles popped off the suture while pulling through the sternum. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device available for return.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/10/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.